Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager system was failed and was and unable to open refrigerator. Customer tried to reboot, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed and was and unable to open refrigerator. A field service engineer cleaned and reseated the latch connections to resolve intermittent failures and addressed an intermittent biometric identification issue by reinstalling the biometric identification driver package. Functional testing was completed using the hardware test application with an escort present to confirm system operation at that time. The system functioned as intended after the field service engineer repaired the device.